Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found the primary failure of broken tube adapter to be related to the customer reported complaint. The instrument tube adapter was found to be broken at the distal end. The broken pieces are both approximately 0.056" x 0.088" in size. The fragments were not returned along with the instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting the single-port monopolar curved scissors instrument was broken, an investigation is in progress. The intuitive surgical, inc. (Isi) device was requested to be returned for analysis, but the product has not yet been returned.

Event description:
It was reported that during central processing, the blade was broken off the single-port monopolar curved scissors instrument. There was no report of patient involvement. Isi made multiple follow-up attempts to obtain additional information, however, no additional information was obtained from the initial reporter.